Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for reported suture pinching off vessel circulation causing restricted blood flow as reported can be influenced by, but not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing all devices undergo a variety of cuff, link, suture, knot and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, knot forming, cuff tab bending, and foot deployment inspections. Patient anatomical conditions can cause the suture to pinch off vessel circulation causing restricted blood flow. A femoral angiogram performed prior to arteriotomy closure revealed mild calcification at the access site, but no tortuosity. It should be noted that the special patient populations section of proglide instructions for use (IFU) states that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The deployment technique of the operator can cause the suture to pinch off vessel circulation causing restricted blood flow. The product experience reported that the initial puncture site may have been low at the bifurcation in the superficial femoral artery in the side wall of the vessel, which the IFU warns against. Based on the reported information and the inspection criteria, a definitive cause for the reported suture pinching off vessel circulation causing restricted blood flow could not be determined, however, the mildly calcified common femoral artery of the patient and operator deployment technique may have been contributing factors. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a coronary interventional procedure, arteriotomy closure of a mildly calcified right common femoral artery was achieved using a perclose proglide device. Reportedly, two days later, before another coronary intervention procedure, percutaneous cannulation was obtained of the right common femoral artery, which revealed that the initial puncture performed two days earlier was in the side wall and the puncture site was low at the bifurcation in the superficial femoral artery, which caused the proglide suture to pinch off vessel circulation causing restricted blood flow. Angioplasty of the vessel was performed to restore complete blood flow. Patient hospitalization was extended two days due to the product experience. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.